Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer navigational 4mm catheter and suffered a heart block av third degree requiring cardiac pacemaker insertion. During ablation, a heart block was detected. ECG revealed no qrs complex. Atrial impulses were not being conducted to the ventricles. Interventions included pacemaker insertion until av node function can be confirmed. Patient was reported to be in stable condition. There is no information regarding extended hospitalization or patient outcome. Physician did not provide a causality opinion. Multiple attempts have been made to obtain clarification to this complaint. No further information has been made available.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for atrioventricular nodal reentrant tachycardia (avnrt) with an ez steer navigational 4 mm catheter and suffered a heart block av third degree requiring cardiac pacemaker insertion. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature response and generator compatibility, and it was found within specifications. A deflection test was performed, which the catheter passed. The catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system with no error messages and proper visualization. Eeprom data demonstrates that the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the heart block remains unknown.